Event description:
Supplemental report is being submitted due receipt of the customer complaint form and confirmation of the product lot number: as per cc form: "we have recorded an incident whilst using st-2 soehendra tannenbaum billary stent ref ttso08.5-9, g22296 here at (B)(6) during ercp. The sheath of the stent somehow got pushed into the scope and they couldn't get it out. The scope was put to one side but accidently got taken to the decontamination unit. The scope was reprocessed with out any issue. It was used on another patient who had a biopsy taken without any issue, reprocessed again. Then it was used on a third patient who was also having one of these same stents inserted and the sheath was pushed out of the scope. Actions are being taken at our hospitals due to this incident, although the risk to patients is seen as very low due to the decontamination process but this may go to mhra. Please contact me if you would like any more information" rpn confirmed to be ttso-8.5-9 lot#c1989203.

Manufacturer narrative:
Supplemental report is being submitted due receipt of the customer complaint form and confirmation of the product lot number. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to the additional complaints (B)(4) which were opened as a result of this file; (B)(4) : use error of device not being disposed of correctly. (B)(4): use error situation: device reuse on 2nd patient. (B)(4): use error situation: device reuse on 3rd patient. It may be noted that confirmation was requested of the customer if the reference to "sheath of the stent" in the description of event actually meant the positioning sleeve as there is no such component associated with a ttso device known as a sheath. Reply received; "yes I think that is what they mean. I can check with the customer and I have asked for the below questions but I¿ve not received a response as of yet." Manufacturing records: prior to distribution, all ttso-8.5-9 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for ttso-8.5-9 device of lot number c1989206 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the ttso-8.5-9 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1989206. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and in the precautions section "the positioning sleeve* or the pigtail straightener* is not intended for use in the accessory channel of the endoscope." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. As per the instructions for use, the positioning sleeve is not be advanced into the endoscope and this was confirmed by engineering input who stated that the positioning sleeve became stuck in the scope as a result of being advanced into it. Despite several requests being made to the customer for the additional questions to be answered, this information has not yet been forthcoming. If it is received at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, sheath of the stent somehow got pushed into the scope and they couldn't get it out. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. As per the instructions for use, the positioning sleeve is not be advanced into the endoscope and this was confirmed by engineering input who stated that the positioning sleeve became stuck in the scope as a result of being advanced into it.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We have recorded an incident whilst using st-2 soehendra tannenbaum billary stent ref ttso08.5-9, g22296 here at leicester university hospitals , glenfield hospital during ercp. The sheath of the stent somehow got pushed into the scope and they couldn't get it out (pr 411544).the scope was put to one side but accidently got taken to the decontamination unit (B)(4). The scope was reprocessed without any issue. It was used on another patient who had a biopsy taken without any issue, reprocessed again (B)(4). Then it was used on a third patient who was also having one of these same stents inserted and the sheath was pushed out of the scope (B)(4). Actions are being taken at our hospitals due to this incident, although the risk to patients is seen as very low due to the decontamination process but this may go to mhra.